Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had not giving occlusion alarm was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "not giving occlusion alarm." Reported problem cause description: "no fault found." Hence, the work performed in the device includes: "unit checked for alarms during occlusion & was found working ok. Occlusion test done & values were within acceptable range." There was no patient involvement.